Manufacturer narrative:
Review of the complaint record determined that a duplicate complaint was created for this event. The duplicate record will be closed, and all reporting will continue under this mrn. The event was originally submitted under the duplicate record with registration number mrn 3012307300-2026-03448 on 08-apr-2026. Device evaluation: one device was returned for analysis in used condition. A review of the device event history log did not identify any evidence of the reported malfunction. The reported issue could not be reproduced during functional testing. Device accuracy was verified and found to be within established specifications. The expulsor assembly and downstream occlusion sensor were recalibrated. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump was not infusing as intended. According to the reporter, this issue occurred across six different patients. The medication administered via the pump was for epidural infusion and consisted of bupivacaine 0.08% (0.8 mg/ml) and fentanyl 2 mcg/ml. No additional details regarding pump settings, alarms, or troubleshooting were provided at the time of the report. No patient injury reported.